Manufacturer narrative:
Qn#(B)(4). The customer returned one flat filter, one snaplock adapter, and one epidural catheter for investigation. A visual exam was performed and the flat filter and snaplock adapter appeared typical with no defects. The catheter was used as biological material could be seen between the catheter coils and adhesive residue was present on the catheter body exterior. A white, paint-like residue was also present on the catheter body exterior. The catheter's inner coils were offset at approximately 11.4cm from the proximal end. Microscopic examination of this area revealed a small cut in the catheter extrusion and flattened coils. No other defects were observed. Functional testing was performed and a leak was immediately seen exiting the area of offset coils approximately 11.4cm from the proximal end. The distal end of the catheter was then capped off and the pressure was increased to 25psi for 30 seconds. No additional leaks were detected. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. Other remarks: the reported complaint of a leaking epidural catheter was confirmed based upon the returned sample. The epidural catheter was confirmed to leak as a result of a small cut in the extrusion approximately 11.4cm from the proximal end. However, the catheter showed offset coils located near the cut in the extrusion and signs of use. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage on the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that after the catheter was inserted into the patient, they moved the patient. The md noticed, after patient movement, that the medical solution was leaking from the catheter. A new kit was opened and the insertion was successful. No patient injury reported.

Manufacturer narrative:
(B)(4). Code was inadvertently left out on follow-up #1.

Event description:
The customer reports that after the catheter was inserted into the patient, they moved the patient. The md noticed, after patient movement, that the medical solution was leaking from the catheter. A new kit was opened and the insertion was successful.no patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that after the catheter was inserted into the patient, they moved the patient. The md noticed, after patient movement, that the medical solution was leaking from the catheter. A new kit was opened and the insertion was successful. No patient injury reported.